Manufacturer narrative:
Investigation summary: a complaint of a defective and leaking connector was received from the customer. Two samples were returned for investigation. No defects or damages were observed during visual inspection. The connectors were primed with no leakage observed. They were then attached to an infusion set and infused at a rate of 125 ml/hr and no issues were observed. Defect could not be replicated. A device history record review for model mz1000-07, lot number 21086296 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined due to the failure not being replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the connector is defective and leaks on the bd maxzero¿ needleless connector. There was no report of patient impact. The following information was provided by the initial reporter: "I am filing an incident report for bd maxzero needless connector ref (B)(4), lot (10). Below is the report filed in our system, I currently have the defective product in my office. (B)(6) 2021, 10:52 am by risk, rde: the connector is defective and leaks. I have had issues with this same connector several times over the past few months."